Event description:
New information noted that the right ventricular lead had dislodged due to twiddlers. A review of remote monitoring showed increased pacing impedance and thresholds. The lead was capped on (B)(6) 2025, and successfully replaced. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead had dislodged due to twiddlers. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.

Event description:
It was reported that during a device check, high out-of-range pacing impedance was noted on the right ventricular (rv) lead. No intervention was performed at this time. There were no adverse health consequences to the patient.